Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was unable to be recovered. A field service engineer removed the back panel of the auxiliary cabinet and found that the light-emitting diodes for the defective drawer were not on and noticed that the ribbon cable had been disconnected. The engineer powered down the pyxis, reconnected the cable, and powered it back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and unable to recovered. The user tried power off the device and unplugged and re-plugged the cable but still issue persist. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.